Event description:
It was reported that the user experienced hypoglycemia after initial ilet training, with glucose trending down following a dinner for which a ¿more than usual¿ meal announcement was used; the user treated with oral carbohydrate and received troubleshooting and education regarding treating lows with fast-acting carbohydrates and the importance of usual meals during early device adaptation. Symptoms included slowed speech and a measured glucose of 59 mg/dl. Outcomes included temporary interruption of normal activities, self-treatment with oral glucose, and no medical intervention or hospitalization. Investigation included case review and user education on treatment of hypoglycemia and appropriate meal announcements during the learning period. Investigation of this case revealed that device alarms were not reported and that the event was consistent with early algorithm adaptation combined with a larger-than-usual meal announcement leading to unexpected hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear and user-related contributory factors could not be excluded.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.